Manufacturer narrative:
H11:information not added to prior follow up submission: the bme called back to inform that the issue persisted after the battery was replaced with a new philips battery. During the call, the bme disconnected and reconnected the device from alternating current (ac) power to reset the device and verified that the reported error message did not appear at startup. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the bme confirmed that the philips battery was ordered and replaced the partssource battery. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a new battery was installed, but a "battery failed" error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered, and the device was removed from service. The biomedical engineer (bme) reported to the remote service engineer (rse) that after replacing the battery, a "battery failed" error message was displayed. The bme informed the rse that new batteries were purchased from partssource, and the rse advised the bme to purchase a battery from philips. The rse also provided the bme with the part number of the replacement philips battery for repair. Investigation is ongoing